Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt the lead measured impedance over 3000 ohms. The lead was not implanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.